Event description:
It was reported that the patient appeared to have a twiddler system, as the lead was pulled back and impedance gradually rose to 1760 ohms. The lead was partially explanted and replaced. It was reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient appeared to have a twiddler system, as the lead was pulled back and impedance gradually rose to 1760 ohms. The lead was partially explanted and replaced. It was further reported that there was possible premature battery depletion and possible lead fracture. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed) and the outer insulation had a cosmetic depression.